Event description:
Medtronic received a report that when treating a right posterior communicating segment aneurysm, when opened the package of a 1.5x2 spring coil, found that the detachment point was kinked. After replacing it with a new spring coil of the same model, the implantation was successful. No patient symptoms or further complications were reported as a result of this event. The reported device and any accessory devices prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the posterior communicating artery segment with a max diameter of 4.2mm and a 2.3mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. Additional information was received that there was no damage or evidence of tampering to device packaging. The proximal end of the pushwire was sealed in the guidewire clip when the package was opened.

Manufacturer narrative:
H3: product analysis of apb-1.5-2-3d-es, lotno:227006318 as found condition: the axium prime pusher was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and outside its returned dispenser coil. The original packaging and introducer sheath were not returned for analysis. Visual inspection/damage location details: the returned dispenser coil was not the original dispenser coil packaged with the axium prime. The black guidewire clip was not attached to the returned dispenser coil. The axium prime pusher was found broken at the break indicator with the release wire and coin fully retracted out of the pusher. The shield coil was found broken. The implant coil was found already detached from the implant coil and not returned for analysis. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿pusher kink/damage¿ was confirmed. The pusher was found broken, with the release wire/coin retracted out of the lumen stop, detaching the implant coil as designed by the detachment elements. As the black guidewire clip, introducer sheath, implant coil and original packaging were not returned, any contribution of the black guidewire clip, introducer sheath, implant and packaging to the failure could not be determined. It is possible the damage occurred during production or upon opening the package and attempting to remove the product or after removing it from the package. The likely cause could not be determined. There is an indication that this could potentially be caused by a potential manufacturing issue and a DHR review is required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.